Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding/severe bleeding') and ovarian neoplasm ('ovarian tumor') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida (2) and parity 2. Concurrent conditions included pelvic pain female, bacterial vaginosis and varicosity. Concomitant products included ethinylestradiol;levonorgestrel (trivora) and oral contraceptive nos from 2007 to 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain /debilitating pain/ lower stomach pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), ovarian cyst ("ovarian cyst") and uterine pain ("uterine area pain") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) and unilatera oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain lower, hypersensitivity, dysmenorrhoea, nausea, allergy to metals, ovarian cyst and uterine pain had resolved and the ovarian neoplasm, menorrhagia, iron deficiency anaemia, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, ovarian cyst, ovarian neoplasm and uterine pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010 and sep-2011. She received treatment for pain, menorrhagia, metrorrhagia, anemia, general abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a. Left fallopian tube and ovary. Serous cystadenoma. B. Left essure, gross only. C. Peritoneal fluid cell block, negative. D. Right essure, gross only. E. Left fallopian tube and ovary, consists of benign fallopian tube tissue, ovarian tissue not identified within specimen. Ultrasound pelvis - on (B)(6) 2012: persistence (as written) of 6cm pelvic mass. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: uterine area pain, ovarian tumor and essure confirmation test not done. Event pain was updated to lower abdominal pain. Essure removal date added. Seriousness criteria removed for menorrhagia and anemia. Event blood loss anemia updated to anemia from chronic blood loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding/severe bleeding') and ovarian neoplasm ('ovarian tumor') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida (2) and parity 2. Concurrent conditions included pelvic pain female, bacterial vaginosis and varicosity. Concomitant products included ethinylestradiol; levonorgestrel (trivora) and oral contraceptive nos from 2007 to 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain /debilitating pain/ lower stomach pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), ovarian cyst ("ovarian cyst"), uterine pain ("uterine area pain"), abdominal pain ("abdominal pain, abdominal pain") and anaesthetic complication ("anesthesia side effects") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) and unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain lower, hypersensitivity, dysmenorrhoea, nausea, allergy to metals, ovarian cyst, uterine pain and abdominal pain had resolved and the ovarian neoplasm, menorrhagia, iron deficiency anaemia, metrorrhagia, fatigue and anaesthetic complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaesthetic complication, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, ovarian cyst, ovarian neoplasm and uterine pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2011. She received treatment for pain, menorrhagia, metrorrhagia, anemia, general abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a. Left fallopian tube and ovary. Serous cystadenoma. B. Left essure, gross only. C. Peritoneal fluid cell block, negative. D. Right essure, gross only. E. Left fallopian tube and ovary, consists of benign fallopian tube tissue, ovarian tissue not identified within specimen. Ultrasound pelvis - on (B)(6) 2012: persistence (as written) of 6cm pelvic mass. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2020: pfs received: event "anesthesia side effects" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding/severe bleeding') and ovarian neoplasm ('ovarian tumor') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida (2) and parity 2. Concurrent conditions included pelvic pain female, bacterial vaginosis and varicosity. Concomitant products included ethinylestradiol;levonorgestrel (trivora) and oral contraceptive nos from 2007 to 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain /debilitating pain/ lower stomach pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), ovarian cyst ("ovarian cyst"), uterine pain ("uterine area pain"), abdominal pain ("abdominal painabdominal pain"), anaesthetic complication ("anesthesia side effects") and vaginal haemorrhage ("vaginal bleeding") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) and unilatera oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain lower, hypersensitivity, dysmenorrhoea, nausea, allergy to metals, ovarian cyst, uterine pain and abdominal pain had resolved and the ovarian neoplasm, menorrhagia, iron deficiency anaemia, metrorrhagia, fatigue, anaesthetic complication and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaesthetic complication, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, ovarian cyst, ovarian neoplasm, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2011. She received treatment for pain, menorrhagia, metrorrhagia, anemia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a. Left fallopian tube and ovary. Serous cystadenoma. B. Left essure, gross only. C. Peritoneal fluid cell block, negative. D. Right essure, gross only. E. Left fallopian tube and ovary, consists of benign fallopian tube tissue, ovarian tissue not identified within specimen. Ultrasound pelvis - on (B)(6) 2012: presistance (as written) of 6cm pelvic mass. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jun-2020: event vaginal bleeding was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding/severe bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pain ("pain /debilitating pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the genital haemorrhage, menorrhagia, blood loss anaemia, pain, metrorrhagia and fatigue outcome was unknown. The reporter considered blood loss anaemia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for pain, menorrhagia, metrorrhagia, anemia, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received, event coding changed from injury to genital bleeding, new event pain, menorrhagia, metrorrhagia, anemia, fatigue, new reporter, patient dob were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding/severe bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2) and parity 2. Concurrent conditions included pelvic pain female, bacterial vaginosis and varicosity. Concomitant products included ethinylestradiol;levonorgestrel (trivora) and oral contraceptive nos from 2007 to 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pain ("pain /debilitating pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the genital haemorrhage, pain, hypersensitivity, dysmenorrhoea, nausea, allergy to metals and ovarian cyst had resolved and the menorrhagia, blood loss anaemia, metrorrhagia and fatigue outcome was unknown. The reporter considered allergy to metals, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, nausea, ovarian cyst and pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2011. She received treatment for pain, menorrhagia, metrorrhagia, anemia, general abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a. Left fallopian tube and ovary. Serous cystadenoma. B. Left essure, gross only. C. Peritoneal fluid cell block, negative. D. Right essure, gross only. E. Left fallopian tube and ovary, consists of benign fallopian tube tissue, ovarian tissue not identified within specimen. Ultrasound pelvis - on (B)(6) 2012: presistance (as written) of 6cm pelvic mass. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information updated. Outcome for previously reported events: general abnormal bleeding/severe bleeding, pain was updated to recovered / resolved. New events: allergic or hypersensitivity reaction, dysmenorrhea (cramping), nausea, nickel allergy, ovarian cyst were added. Concomitant drug, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding/severe bleeding') and ovarian neoplasm ('ovarian tumor') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida (2) and parity 2. Concurrent conditions included pelvic pain female, bacterial vaginosis and varicosity. Concomitant products included ethinylestradiol;levonorgestrel (trivora) and oral contraceptive nos from 2007 to 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain /debilitating pain/ lower stomach pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), ovarian cyst ("ovarian cyst") and uterine pain ("uterine area pain") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) and unilatera oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, abdominal pain lower, hypersensitivity, dysmenorrhoea, nausea, allergy to metals, ovarian cyst and uterine pain had resolved and the ovarian neoplasm, menorrhagia, iron deficiency anaemia, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, ovarian cyst, ovarian neoplasm and uterine pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010 and (B)(6) 2011. She received treatment for pain, menorrhagia, metrorrhagia, anemia, general abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a. Left fallopian tube and ovary. Serous cystadenoma. B. Left essure, gross only. C. Peritoneal fluid cell block, negative. D. Right essure, gross only. E. Left fallopian tube and ovary, consists of benign fallopian tube tissue, ovarian tissue not identified within specimen. Ultrasound pelvis - on (B)(6) 2012: presistance (as written) of 6cm pelvic mass. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.